Manufacturer narrative:
Product problem corrected from "no" to "yes".

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels ranging from 300 mg/dl to 400 mg/dl, which was addressed with injections. Customer declined system check with tandem technical support.